Event description:
Philips received a complaint on the defibrillator indicating that during use, an ECG fault is displayed, causing the disappearance of the electrocardiogram waveform, which affects the monitoring of the patient's heart rhythm and may delay treatment. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
(B)(6).a follow up report will be submitted upon completion of the investigation.